Event description:
One week premature infant on high frequency oscillator with co's humidifier and temperature probe. Infant was on this device since birth with no problems. On 2/11 infant began to be very agitated and bp increased. When infant was taken off the oscillator to be bagged with another bag the humidified oxygen from the oscillator circuit was felt to be hot. No alarms had gone off. Infant placed on another ventilator. Infant suffered a pulmonary hemorrhage and stroke. Equipment is being checked by an independent third party which determined investigation into the situation.